Event description:
The customer's spouse called to report that the customer has high bgs. Troubleshooting was performed. It was found that the manual injections brought down their bgs but shot up shortly after. Also it was indicated that the customer's bgs have been high since two days before the call. It was informed that the customer has nausea and chest pain. The customer did not have ketone strips or a back up plan. A day later, the customer's spouse called back to report that customer was treated in the emergency room and released. The contact stated that the pump had an alarm. The set was changed but could not prime. A prime test was performed. The insulin did not exit. Advised the customer to discontinue the use of the pump and continue on back up plan of manual injections. A replacement pump was requested.